Manufacturer narrative:
The last calibration, performed on (B)(6) 2022 was acceptable with no alarms. The quality control results were within the specified ranges. A general instrument or reagent problem could not be identified. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer checked the instrument and cleaned the pre-wash station and pre-wash flow path. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa assay on a cobas e 801 analytical unit. The sample initially resulted in a total psa value of 22.3 ng/ml and repeated as 10.5 ng/ml. No questionable result was reported outside of the laboratory. The total psa reagent lot was 62092201 with an expiration date of 31-jul-2023.